Event description:
The customer complains about blood leak during treatment. Qb=150 ml/min, qd=500ml/min, venous pressure 10-20 mmhg. There was insignificant blood loss. No medical intervention was needed. No serious injury.

Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibers. The sample has not arrived for investigation yet. The root cause can be determined after investigation.